Event description:
The doctor informed me that he had a patient whom was dislocating. The doctor told me he had taken out a p.c.a. Stem recently, and the replacement was a precision femoral stem, cemented. He did that for pain. The hip is now unstable and has had a new 15 degree liner x 32mm put in to stablize the hip dynamics.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: no data. The device was not destroyed/disposed of.